Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No unexpected low battery alerts or power error alarms noted during testing or in the pump history file. The power management graph indicated connector resistance issue. Unexpected replace battery alerts were present in the pump history file due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unexpected hardware low level failure alarmed during self test due to moisture damaged on keypad traces. The insulin pump was received with the following physical damage: scratched casing, severe scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, severely faded serial number label, peeling serial number label and peeling end cap address label.

Event description:
The customer reported via phone call that the insulin pump had depleted battery life. The customer's blood glucose was 226 mg/dl at the time of incident. The customer stated that the insulin pump alarmed replace battery now alarm less than 10 hours after low battery alert. The insulin pump was returned for analysis.